Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis delivery catheter, the gore® dryseal flex sheath and the separated leading end subassembly (les) with the leading olive still attached were returned to gore for evaluation. The device evaluation showed the following: the dual lumen on the les showed signs of necking. A kink was observed on the introducer sheath. The findings from the evaluation confirmed the event description of the leading olive separating from the delivery catheter. The warnings and precautions section of the gore® tag® thoracic endoprosthesis instructions for use IFU clearly states, ¿do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur.¿ the root cause for les separation from the conformable gore® tag® catheter was the olive encountering resistive force. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with a thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprosthesis. During removal of the device catheter after device deployment, the leading olive of the got caught on the proximal end of the used 24fr introducer sheath and became separated within the sheath. It was stated that the patient had significant iliac tortuosity. Additionally it was reported stated that excessive force was used to retract the device through the sheath. Since approx. 10cm of the device catheter remained in the sheath, it was necessary to exchange the sheath in order to remove the separated leading end. The procedure was completed successfully and the patient tolerated the procedure.